Event description:
On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain and mobility. No further patient complications were reported.